Event description:
It was reported that a mgm gas measurement unit had registered a hardware failure and did not display the co2 reading. Three crosses were displayed where normally there would be a co2% reading.